Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure with a a 20 mm sapien 3 ultra resilia (s3ur) valve, there was no leaflet motion of only the right coronary cusp (rcc), which occurred with severe aortic regurgitation (ar), and tav in tav was performed. The valve was deployed with nominal volume in the native aortic valve. Ar was observed along the safari guidewire. Post dilation was performed with 0.5 ml more than nominal volume. The mean pressure gradient was 10 mmhg and there was no significant paravalvular leak. Following removal of the guidewire, no leaflet motion of only rcc was confirmed by transesophageal echocardiogram and severe ar was observed. The physician tried touching the unmoving leaflet with a catheter and bav with a 16 mm balloon, but there was no change. The leaflet did not seem to be stuck in the upright position, but rather appeared to be immobile at the middle to tip of the leaflet. Tav in tav was performed with a new 20 mm s3ur valve with nominal volume. Post dilation was performed with 1 ml more than nominal volume. The severe ar resolved, and the procedure was completed.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation and leaflet motion restriction were unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 ultra resilia valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, additional 0.5ml was added for post-dilatation. The central regurgitation and leaflet motion restricted were reported after the post-dilation. Per training manual, post-dilation can reduce paravalvular ar; however, post-dilation can also increase the risk of over-expanding the valve, which may impair proper leaflet motion, resulting in central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.